Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they say their healthcare provider (hcp) this morning and were informed that the ins has moved. The patient mentioned they increased the stimulation and were told to return in a month because the ins was not in its proper position. When asked if they had experienced a fall, the patient said no, but recalled that they may have forgotten about the procedure and bent over to pick something up, which could have caused the issue. The patient was redirected to their hcp to further address the issue. Additional information was received from the patient on 2026-feb-13. The reason for call was patient stated they saw their hcp yesterday and they had to make adjustments on the strength of the device. Patient wanted to know how long it would be before they didn't feel the stimulation again. Patient mentioned that in the beginning they felt the stimulation in the hospital for hours and then it went away. Agent reviewed with patient that it was expected to feel stimulation anywhere in the bicycle seat area and it was up to the patient to feel comfortable where they feel it and how strong it was. Patient asked if it was a good idea to be having intercourse if they can feel it. Agent advised patient to decrease the stimulation if it was uncomfortable or painful. The patient was redirected to their hcp to further address the issue.

Event description:
Additional information was received from a patient. They reported that the cause of the ins movement was not determined and there no steps were or would be taken to resolve the issue. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that ins having moved. Patient stated they were trying to decrease stimulation but couldn't get connected to the ins correctly. Agent walked patient through connecting to ins and patient was seeing the tutorial screens on their handset. Patient was able to go through tutorial screens and get to their therapy screen and decrease stimulation during the call. Patient mentioned they sometimes have a hard time connecting to ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.